Manufacturer narrative:
(B)(4). The users reported to philips that there was no inop. This complaint is being reported because we have not been able to verify that there is no health risk. There was no report of any adverse pt impact resulting from the reported problem. Philips is in the process of obtaining add'l info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that the spo2 would shut itself off.